Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2024, the patient was experiencing signal loss on her continuous glucose monitoring (cgm) device. The patient was busy working around the house waiting for the signal to return. At some point, the patient lost consciousness. The patient¿s husband tested her blood glucose (bg) meter reading which was 40 mgdl. The patient¿s husband gave the patient a glucose tablet. The patient recovered at home and did not seek assistance from a higher level of care. The patient was in good condition at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.